Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the returned device. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. Based on the received information the root cause cannot be determined. A mechanical overload situation during the tensioning of the screw may have led to the breakage. Manufacturing documents were reviewed and no complaint related issues were found. The complaint condition was confirmed, however, it is not related to manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complainant country was (B)(6), not (B)(6).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the customer reported repeated breakage of screws during surgery. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.